Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: supply chain manager h3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified vascular surgery, the tip of a flexor raabe guiding sheath separated inside the patient's artery. A CT scan was performed and the tip was noted. Per the reporter, the patient will be brought back to the operating room for a cutdown and removal of the fragment. Additional information has been requested.